Event description:
It was reported that this was an unsuccessful peripherally inserted central catheter (PICC) line placement due to an occlusion of the subclavian and axillary veins. The PICC line was removed over the guidewire. The PICC line was then cut to a 30cm length. A 5-french peel-away sheath was inserted and the PICC line was placed through the peel-away sheath in the axilla area for peripheral IV access. Upon removal of the peel-away sheath, approximately 3cm of the sheath was noted to be torn off and remains in the pt above the right elbow.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.